Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient does not know what circumstances led to the coupling issue. The patient weighed (B)(6) lbs. At the time of the event. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for spinal pain. The patient first stated that implantable neurostimulator recharger (insr) screen was blank but then clarified and said she was getting poor coupling. The patient stated her husband had to assist her with recharging due to the position of the implant. The patient stated she used the belt when recharging. The patient manually held/positioned the insr antenna during the call and reports poor coupling. The patient stated she is unable to connect the belt herself, so she would need her husband to assist further. The patient noted she had turned off the implant in the meantime. The patient's husband was not available to help troubleshoot during the call. Product service specialist (pss) reviewed patient and husband could call back to trouble shoot as well as possibility of replacement insr antenna if not resolved. The patient stated her husband was going to help her again and call back if the issue did not resolve. The patient and husband called back to trouble shoot. The patient's husband said that typically he placed recharger right over the center and it connected right away and she last successfully recharged 3 days ago. The husband stated they typically recharge twice a week. Pss did troubleshooting: repositioning antenna did not resolve the issue, adjusting the antenna dial once did resolve the issue. Pss reviewed the patient should spend time recharging and if experienced any issues to call back. Patient clarified they did not have an health care professional (hcp) at that time. The patient also stated she was in a car accident a year ago and she hit her head really hard and sometimes it took a while to process things. The patient confirmed this was unrelated to the implant. No patient symptoms or complications were reported in this event.